Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4) secondary surgery. Explanted.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -11.5 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to lens opacity (anterior subcapsular). The lens was not exchanged for another lens. The patient's post-op best-corrected visual acuity was 20/25.

Manufacturer narrative:
The lens was returned dry, in lens case/vial. Visual inspection found the lens haptic torn/broken/bent/deformed and the lens having foreign material on lens surface (spots). Dimensional inspection found the lens to be within specifications. No similar complaints were reported for units within the same lot. (B)(4).